Event description:
The customer reported receiving an unresolved motor error alarm from the insulin pump during bolus, and requested assistance in clearing it. The customer reported a blood glucose value of 470 mg/dl. At the time of the phone call with the helpline. There was no significant event reported as leading up to the motor error alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.